Event description:
Additional information received indicated no backup vvi (bvvi) occurred. Abbott technical support was contacted and confirmed a telemetry anomaly occurred in which the device telemetry during interrogation. No reprogramming was necessary as the device was successfully able to be interrogated after multiple interrogation attempts. No further intervention was performed at this time. The patient was in stable condition.

Event description:
During an in-clinic follow-up, the device was found to be in backup vvi (bvvi) mode. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.